Event description:
It was reported, that an attempt was made to implant the implantable cardioverter defibrillator (ICD) on (B)(6) 2022, but it was not implanted, due to the set screw on the header not working. According to clinician notes. Additional information notes, the implantable cardioverter defibrillator (ICD) may have been explanted and replaced. Further information was not available at this time.